Event description:
It was reported that patient had experienced overdose symptoms and altered mental status in the days after the pump replacement procedure. Drug delivered via the device was infumorph. It was stated that the patient was discovered by police lost trying to get home and seemed disoriented. Then later, the patient was found in bed unconscious by family members and was taken to the ER. The patient was then later diagnosed with encephalopathy. Patient was hospitalized and the pump was turned down once and was later turned off completely. It was later reported that the morphine daily dose was 2.5mg. It was added that the overdose was not substantiated in hospital documents. Patient was indicated to be in hospice due to meningitis but that was not confirmed and angina ischemic encephalopathy. Patient outcome was stated to be serious and ongoing. The pump was stated to be stopped.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).